Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated the cgm was inaccurate causing their insulin pump to administer too much insulin. The patient passed out and the patient's wife called for assistance. A fire office helped revive the patient and took them to the emergency room. The patient could not remember what treatment was provided by the doctor. At the time of the report, the patient felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.